Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
The patient report by maude event report (mw5072488): since my novasure ablation, I have recurring uterine ablation. They are extremely painful. I am nauseous on a daily basis. My life is being impacted in a negative way and has been since this was done. The risks were not adequately explained. I trusted my dr and novasure and regret both now. Every couple months I have bacterial uterine infections. They are currently running tests to figure out what can be done. Concomitant medical allegra; vitamins; aspirin; antibiotic.